Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with six proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, no suture was present when removing the needle plunger on two of the progide devices (cuff miss). Attempts were made with four additional proglide devices; however, when retrieving the sutures after deployment, it was noted that the knot was outside of the patient anatomy. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number corrected from 7042433 to 7042443.

Manufacturer narrative:
(B)(4). Lot number - changed from 7042433 to 7042443. Analysis was performed on the returned device. The reported failure to deploy the suture was confirmed. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.